Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was complaining of pain and upon interrogation, high impedance was seen. The device was disabled and the pain continued. The patient was referred for a revision. Ap and lateral chest x-rays were received and reviewed. The generator was seen to be between ribs 4-6, however it is unknown if the generator has migrated or was placed here initially. The connector pin was fully inserted into the generator as a portion of the pin was seen past the second connector block and excess lead was not seen prior to the first connector block. The feed thru wires appeared to be intact. A strain relief bend was placed according to labeling. Two tie-downs were seen and the first tie-down is placed according to labeling, laterally to the anchor tether. The second tie-down is not placed laterally to the positive electrode and placed slightly further down the lead. Due to the quality and the scope of the images, the routing of the lead behind the generator is unable to be assessed. No fractures or sharp angles could be seen on the visible portion of the lead. Based on the x-ray images provided, the cause of the reported high impedance cannot be confirmed; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient presented for surgery but after the generator was replaced, impedance resolved and the lead was not replaced. Internal generator data for the newly placed generator was received and reviewed.

Manufacturer narrative:
B3 date of event, corrected data: supplemental report #2 was inadvertently submitted without updated the event date.